Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer was hospitalized with elevated blood glucose (bg) levels of 300-600 mg/dl and diabetic ketoacidosis. Customer received an insulin drip to resolve elevated bg levels. Reportedly, the customer had manual injections as alternate insulin therapy.